Event description:
Literature: falowski sm, celii a, sestokas ak, schwartz dm, matsumoto c, sharan a. Awake vs. Asleep placement of spinal cord stimulators: a cohort analysis of complications associated with placement. Neuromodulation: technology at the neural interface. 2011;14(2):130-135. Doi: 10.1111/j.1525-1403-2010-00319.x. Summary: the authors conducted a retrospective review of 387 scs surgeries among 259 pts which included 167 new stimulator implantation to determine whether first time awake surgery for placement of spinal cord stimulators is preferable to non-awake placement. Pts were implanted between 2002 and 2007 by a single surgeon at a single center. The authors indicated that the incidence of device failure for pts implanted using neurophysiologically guided placement under general anesthesia was one-half that for pts implanted awake ((B)(6)). Event: the authors reported the operations that were performed based on indication for surgery: there were (B)(4) device failures, (B)(4) repositions and (B)(6) infections. The device failures were described by the authors as 'a soft and difficult endpoint to characterize'. In their analysis, some pts required one surgery to revise both a device malfunction as well as a traumatic break and this may have also overlapped with the need for repositioning. The breakdown for a sub-analysis was beyond the scope of their study. Additionally, the authors indicated that the manufacturer of the product was not maintained consistent throughout the study period and can also be a confounding factor, however, device details were not provided.

Manufacturer narrative:
(B)(4). A request has been made to the author for additional information/clarification regarding the device failures. A follow-up will be sent if new information is received.